Manufacturer narrative:
The physician remarked that this procedure was the only option for the patient since other devices could not be advanced into the area of interest. The physician also stated he was aware that the case would be challenging and that he was aware of the risks associated. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional patient demographics were requested, but the site declined to provide them. An additional request has also been issued for the specific cause of the patient's death and whether csi caused or contributed to it. If the information is received, a follow-up report will be submitted. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event that can occur with use of the device. (B)(4).

Event description:
A viperwire and diamondback coronary orbital atherectomy device (oad) were advanced to a lesion in the right coronary artery (rca) following failure to advance other devices into the lesion. The vessel diameter was narrow, and the lesion was heavily calcified. A perforation occurred during the third low-speed treatment with the oad. A pericardiocentesis was performed, and stents were deployed over the perforation. The perforation was resolved, but the patient required extracorporeal membrane oxygenation. The patient later expired.